Manufacturer narrative:
(B)(4). A visual evaluation of the complaint device revealed no visible issues on the alliance syringe. A functional test was performed and found that the gauge needle was able to maintain pressure and was reading well. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date.   According to the complainant, during the procedure, it was noted that the balloon was inflating; however, the needle of the gauge was not moving. The procedure was completed with another alliance inflation syringe.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.